Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inconsistent pacing capture on the right ventricular (rv) lead and the lead had displaced. The lead remains in use, however, a procedure is required for biventricular pacing. No patient complications have been reported as a result of this event.